Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this patient not only had a urinary tract infection but also (B)(6) as well as an infected hip. As a result the system was explanted. All available information states the device and temporary lead remain implanted but it is unconfirmed at this time. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased thresholds and intermittent capture. A temporary pacing lead was placed through the patient's jugular vein, while in the hospital for a urinary tract infection. Once that infection clears up a reposition might be done. To date, no adverse patient effects have been reported.